Event description:
The customer reported that the unit operates fine on ac, but not on battery. The customer reported that the unit was not in use on a patient. The customer contacted product support and reported that he has a v60, and it operates fine on ac power, but not on battery. He verified there was a code 1124 in the significate log. He already tried another battery, but it was two (2) years old and was in storage. He verified the voltage on the battery in the pneumatic screen was only 9.5 volts. Product support instructed him to try a good battery and reply with results. If he is still having issues, then he recommended replacing the power management (pm) pcba. Product support provided part number for pm pcba. The customer reported that a good battery solved the issue. The unit is operating fine on ac and battery operations now.